Event description:
It was reported that "signal loss" occurred. No product or data was provided for investigation. It was indicated that the patient used the cgm while pregnant, which is off-label usage of the device. The allegation and the probable cause cannot be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).